Event description:
It was reported that the patient had stimulation in the wrong location. It was stated that the patient was feeling stimulation in his stomach rather than his back. It was noted that the patient met with the manufacturer¿s representative 2 days ago and she made some adjustments, and the adjustments corrected the problem. The patient stated that ¿his legs gave out¿ and he fell yesterday. It was stated that the patient went to see his healthcare professional (hcp) yesterday to have the staples removed from the surgery. The patient stated that he was now not sure if the fall ¿jarred something within the device.¿ it was reported that as of yesterday he was feeling stimulation in the stomach again rather than his back. The patient stated that he could tolerate the stimulation ¿for now¿ and if it got bad he could turn it off. It was noted that he left the manufacturer¿s representative a voicemail today regarding the issue but hadn¿t contacted the hcp yet.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).